Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The case imaging was requested, however to date, it has not been provided by the medical facility. Per report, the valve embolization was attributed to insufficient annular calcification for valve placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference related manufacturer report no. 2015691-2014-01357.

Manufacturer narrative:
Investigation of this event is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
During a transfemoral tavr procedure the 26 mm sapien valve embolized ventricular. A second valve was deployed too ventricular, and at this point the sternum was opened, both valves were explanted and replaced with a surgical aortic valve. The patient expired 24 hours later. To date, the cause of death has not become available. This report is for the first valve. Per report, the rf3 delivery system was prepped with nominal volume and advanced across the aortic valve. The valve was deployed during rapid ventricular pacing [rvp] and assessed by tee for central and paravalvular leak [pvl]. Tee showed moderate pvl in the anterior portion and 1cc was added to the atrion syringe for post dilatation. Post dilatation was performed under rvp and post tee showed a reduction in pvl to mild. The delivery system was then removed. Approximately 5 minutes post dilatation, the patient¿s pressure began to drop and vasopressor support and compressions were started due to decrease in heart function. Cps was then initiated and a second valve was prepped. During fluoroscopy of cannula insertion, the valve seemed to have embolized ventricular and was seated back into the annulus in the reverse position. Tee confirmed that the leaflets were opening in the reverse position due to aortic flow from the pump. A 2nd valve was delivered and placed proximal to the 1st valve. Rvp was initiated and the 2nd valve was deployed. During full expansion, ¿the valve jumped and did not achieve its purpose¿. At this point the sternum was opened, both valves were explanted and replaced with a surgical aortic valve. The patient expired 24 hours later. Per report, deployment was performed without issues but it is believed that due to the insufficient calcium the valve embolized. Additional information: the native valve/leaflet calcification was described as moderate; there was no aortic root calcification. The stj diameter was 26 mm; sov diameter was 31 mm. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate. There was no loss of pacing capture during valve deployment. Ventilation was not held during valve deployment. This patient¿s ejection fraction was 40 percent.